Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) no anomalies found. Full lead returned. Visual inspection: it was noted that blood was observed in/on the helix/lobe mechanism.

Event description:
The lead could not be advanced through the distal end of the introducer (B) (4) 2009, lead stuck in sheath, positioning/fixation difficulty, attempted implant. The device was not implanted. No patient complications have been reported as a result of this event.